Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of a displayed error via the error logs and the hard drive was reimaged, and the software was reloaded and updated. Because the device initially powered up to an error the micro processing unit was replaced. Analysis further noted that the cursor was not responding to the stylus at one horizontal portion of the touch screen and therefore the bezel shield assembly was replaced, that the tip of the stylus was loose but functional and therefore the stylus was replaced and calibrated, one screw on the keyboard was missing so the keyboard was replaced and the power supply was noisy and it was replaced. (B)(4).

Event description:
It was reported that the programmer displayed an error message. The programmer was returned for repair. There was no patient involvement.